Event description:
It was reported that the patient could not get the device on and had tried for a month but could not get it to turn on. The patient was in pain where the device was and could not lie down or put pressure on the implantable neurostimulator (ins) site. It was very painful. This was for the last month and a half they noticed the pain started, but thought it was because of the weather or the way they lay down. The patient¿s arms were so sore from lying on their side and they didn¿t want to lay down any more. The left leg from the hip to the patient¿s feet was also hurting. They put pressure on it, it hurt. The patient was on their right side to lie down. The patient was feeling the lead in their spine hurt and was sore. This started prior, more than a month and a half. The patient discusses with the healthcare provider (hcp) of getting the ins taken out. The patient saw the hcp the month prior and saw him every month. On wednesday, there patient was scheduled to see the hcp and was going to do a shot on the top of their spine where their pain was. They did some x-ray or MRI and said it might be arthritis or something irritating their spine. The patient did not want to get any injections. They didn¿t put them to sleep when they did injections. The injections did not work. The ins helped with their legs, helped with walking and the bottom of their back felt a little better. But, something was wrong and it was not working. The patient wanted a manufacturer representative at the appointment on (B)(6) 2015. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).